Event description:
Sorin heater/cooler device is growing ntm bacteria. Facility is following manufacturer recommendations for cleaning and disinfection/maintenance. On (B)(6) 2015, device water culture positive for mycobacterium chelonae. On (B)(6) 2016, device water culture positive for mycobacterium alvei. On (B)(6) 2016, device water culture positive for mycobacterium mucogenicum.